Manufacturer narrative:
Manufacturing review of the device history record for the reported lot shows that all units were quality released on 06/11/2019 having met all internal qc acceptance requirements. There were no non-conformances associated with the manufacturing lot during production and final packaging. The OEM supplier reviewed the sub-lots associated with the reported lot and confirmed that "all devices met specification." The instructions for use supplied with the vascular product (art-20708a) was reviewed. Under the section 'potential complications', it states in part: "the following complications are possible. If any of these conditions occur, the vascure should be removed. Infection". The exact cause of the reported event cannot be conclusively determined but is a known potential complication.

Event description:
It was reported that a carotid endarterectomy was performed on (B)(6) 2019. The vascure was soaked for less than one minute in saline and was sewn to patient tissue. The patient required surgical intervention and was re-operated on (B)(6) 2019 to resolve what was described as a "blow out of the aziyo carotid patch". The probable cause of the event per the physician was infection; the patient tested positive for gram negative infection (staph schleiferi and staph hominis). The vascure product was explanted and replaced with a bovine patch.